Event description:
It was reported that the surgeon noticed that the wire appeared to be slightly out off the insert, but the wire was not disassembled. However, the surgeon tried to lock the insert on to the tibial baseplate, but it did not lock and the wire dissociated from the insert. Another was used to complete the surgery.